Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying a value of 79 mg/dl and when a finger stick reading was taken, the bg meter was displaying 49 mg/dl. The patient indicated he was at a car wash and an employee noticed he was not feeling well and was unresponsive so they called the paramedics. When the paramedics arrived, they tested the patient¿s bg but the patient could not remember what the values were or what the cgm was displaying at that time. The patient was administered glucose via intravenous (IV) therapy. The patient was not taken to the hospital and was released by the paramedics when their bg levels were in normal range. At the time of contact, the patient was feeling well. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.